Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient experienced burn, blisters on the front of both her feet after the scan. On the anterior top of foot at the base of the lower leg, it appear to be healing blister wounds. The wound on the right foot appears to be large enough to meet the reporting criteria and is circular in shape. The blister on the top left foot is smaller by at least 50 5. Both wounds appear dry with scabs present. This reported injury meets the criteria for serious injury.

Event description:
Philips received a report that the patient experienced burn, blisters on the front of both her feet. During the scan, there was peeling off of some small part of skin on both feet. Patient did not immediately complain of heating sensation. But said she whipped her feet when she got to the parking area and found that she had blisters on the front of both her feet. The reported area is noted to be: proximately 38mm on the right foot and 32mm on the left foot. On the anterior top of foot at the base of the lower leg, it appear to be healing blister wounds. The wound on the right foot appears to be large enough to meet the reporting criteria and is circular in shape. The blister on the top left foot is smaller by at least 50%. Both wounds appear dry with scabs present. The reported injury meets the criteria for serious injury.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The injury, 2nd degree burns on both the feet are consistent with heating incidents caused by skin-skin contact due to the crossed legs of the patient. According to the information from patient heating questionnaire, the patient had her feet crossed during the MRI scan and was not wearing shoes. As the patient crossed her feet, the contact point could have created a closed loop, allowing rf currents to concentrate and cause localized heating. However, it is not entirely clear how burns developed on both feet. It is possible that the patient changed the position of her crossed feet during the scan, leading to multiple contact points. Contributing factors to this incident are as follows: the mr examination room temperature was above the specified value. The heat dissipation is hindered by a high examination room temperature. A lower examination room temperature reduces the risk on burns, since the patient is less likely to sweat.